Event description:
Please note: this report pertains to the first of two devices. Ref: 3005099803-2009-03257. It was reported to boston scientific corporation that two uromax ultra balloon dilation catheters were used during a percutaneous nephrolithotomy procedure on the pt's left percutaneous kidney. According to the complainant, the physician inserted the occlusion balloon catheter through the scope and using a 2ml syringe, inflated the balloon with 1.5ml air under fluoroscopy. The physician closed off the tap to prevent deflation of the balloon. Approximately 30 seconds later, the balloon burst. The balloon was removed and disposed. The procedure was successful and pt was stone free post operatively.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).